Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable establish communication between her scs ipg and external devices as a result of not charging (date of event is unknown). An sjm representative confirmed the issue. As a result, the scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention.